Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box found that power events had occurred. The pump battery compartment was observed to be cracked at the compartment threads and the pump battery cap was observed to be stripped. The pump was unable to maintain power with the returned battery cap. A test cap was inserted and the pump successfully powered on and exercised for 24 hours without power issues. Unrelated to the complaint, the display screen was observed to be faded and discolored. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose over 500 mg/dl with stomach pain, increased thirst, and slight ketones due to the pump powering off. The reporter indicated that the pump was cracked at the battery compartment and indicated that the battery cap would no longer secure to the pump appropriately. This report is made based on the allegation that the patient experienced hyperglycemia associated with an allegation of a pump power issue.